Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00037. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was used to deliver the 27 mm watchman laa closure device & delivery system (wds). The closure device was deployed and successfully released without issue. They checked for pericardial effusion pre and post procedure and none was observed. Shortly after arrival in the postanesthetic care unit (pacu), the patient complained of right upper extremity heaviness. This was initially attributed to arterial line placement. The patient¿s blood pressure also started to trend down, she had ongoing dyspnea, no complaints of pain, but she started to feel increasingly anxious and appeared generally uncomfortable. Bedside echocardiogram revealed a 1.5 cm pericardial effusion primarily around the right atrium/right ventricle with evidence of right atrial diastolic collapse concerning for tamponade. The patient was sent back to the lab for pericardial tap. Three-hundred-sixty (360) cc of bright red blood was extracted with immediate improvement in blood pressure. The pigtail was connected to vacuum container and left to suction with only a small amount of residual drainage. The sheath and pigtail were secured and the patient spent the night in the intensive care unit. The patient remained stable overnight with minimal drainage from the pigtail drain overnight. The patient had stable blood pressure and there was no need for a transfusion. She was transferred to cardiology service the next day. The drain was removed prior to transfer. No further patient complications were reported. They patient was fine and went home two days after the procedure.